Event description:
Needle breakage. Customer stated while doing a dental implant on a pt the needle broke in half. The needle was being passed through the tissue when it occurred. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.